Event description:
As reported by user facility on medwatch: "during insertion of vena tech ivc filter, device failed to expand and immediately migrated to right pulmonary artery. The malfuncioned filter was snared and retrieved percutaneously. There was an occasional arrhythmia. No medication were required. This incident prolonged the procedure."